Event description:
As reported by the user facility: the pump was infusing levophed at 30 ml/hr. The pump ran for 5 minutes and then showed an upstream occlusion. They couldn't or didn't know how to clear the upstream occlusion, so they replaced this pump with another pump to continue the infusion. Later (I don't know how much later), the patient died.